Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted on (B)(6) 2018 due to pain in the area surrounding the implant. The pain was present for the 3 months leading up to explantation. There was no accident or trauma reported.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. Reportedly the recipient opted for explantation due to pain in the implant region and as he was a non-user for seven years. However, the pain was likely not caused by the device, as it was not in use. Reportedly the hearing benefit was poor at that time. Late age at implantation is considered to be the reason for the reported lack of benefit. This is a final report.

Event description:
The device was explanted on (B)(6) 2018 due to pain in the area surrounding the implant. The pain was present for the 3 months leading up to explantation. There was no accident or trauma reported. The implant site appeared healthy with no swelling or redness present.